Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Patient additionally reported "silicone granuloma/free silicone" and "within the axilla, lymph nodes have a ¿snowstorm¿ appearance suggesting free silicone." Device remains implanted.